Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019the receiver initialization without manual restart. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver initialization without manual restart could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual exterior inspection was performed and passed. The receiver was charged and will boot. The receiver log was reviewed, finding no errors related to the complaint. A receiver functional test was performed and passed all relevant testing. The complaint of receiver initialization without a manual restart could not be confirmed. The root cause could not be determined.